Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that he experienced a lost sensor alert. Customer also reported that upon removal of the sensor he noticed that the cannula was missing. Customer's blood glucose reading was 112 mg/dl. Product is expected to return.